Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a regular program check. The patient was hospitalized on that day and x-ray examination showed the left ventricular (lv) lead was dislodged. The patient was advised to take internal medicine or surgical treatment. Patient and family members considered there was no discomfort so they opted for medical treatment. The patient was discharged from the hospital and the lv lead remains implanted. The patient is enrolled in the (B)(6) clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.